Event description:
Dr (B)(6) inserted trochar into pt and was not able to retrieve bladed obturator. When he took the trochar out it was noticed that the plastic piece shielding the spring of the blade had broken off and was lodged inside the trochar. All pieces of the trochar were removed, accounted for, and no injury to the pt was noted.